Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 49%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Event description:
It was reported that the lead dislodged and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.